Event description:
It was reported that during implant procedure, after the cardiomems was deployed into the patient, the patient started coughing up blood and vomited. Patient remained hemodynamically stable and a computed tomography angiography (cta) scan was ordered following the procedure. Patient was admitted to the hospital and the following morning was scheduled for discharge. Physician is unsure what caused the hemoptysis. Cta scan was unremarkable. A v-18 300cm wire was used for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).